Manufacturer narrative:
(B)(4). The device was received and evaluated. The iipv was confirmed in the logs, but not duplicated during pal evaluation. The root cause was undetermined. Review of the service dates and activities revealed the previous return of the device was not for the reported problems of iipv. The device met specifications. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Manufacturer narrative:
(B)(4). The device has been received, and the evaluation is in process. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Event description:
During initial assessment of a returned homechoice machine, a baxter technician found an increased intraperitoneal volume (iipv) situation which occurred on (B)(6) 2010 during cycle 6. The ultrafiltration drain volume was 761 ml. This event meets overfill criteria. No patient injury or medical intervention was reported.